Event description:
New olympus with tear in black covering at distal end of fiberoptic scope. On a previous new fiberoptic scope (reported on medwatch), the entire tip (approx 1 1/4") came off. The tip is not radio-opaque.